Event description:
It was reported that during an unknown procedure, the device could not be released after the firing. The manual release lever was too hard to pull. The device was locked on tissue. The doctor tried to pull the tissue several times, and then the device was detached from duodenum and magen. Although the jaw was unopened as-is, the device was removed from the patient through the trocar. When the doctor tried to pull up the release lever outside the patient's body, the jaw was eventually opened. The device did not have to be cut out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.